Event description:
Patient reported, left side "breast pain". Healthcare professional, later reported, "textured implant" "in a subglandular plane". "Hole in radius (edge)" and "visible tear upon removal, but no spilled gel". Device has been explanted and replaced.

Manufacturer narrative:
Health effect: impact code continued: f2203. Imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, anxiety-product/procedure.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Lab analysis summary: based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken assessed as fold flaw opening. Pain: unable to observe since it is a medical event and is not related to the device. Anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease, wear abrasion and non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side "breast pain." Healthcare professional later reported "textured implant," "in a subglandular plane," "hole in radius (edge)," and "visible tear upon removal but no spilled gel." Device has been explanted and replaced.